Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported having unexplained high blood glucose levels for several months leading up to the call. Blood glucose level was 441 mg/dl at the time of the call. Customer reported being thirsty and urinating frequently. Troubleshooting showed that the insulin pump was functioning properly. Customer reported that menopause may be a contributing factor to her elevated blood glucose levels. No further information was provided.